Event description:
It was reported that one of the spindles of the fenestrated bipolar forceps instrument is broken. The device was not used on a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint one of the spinner is broken is confirmed. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Electrical continuity passed.